Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not working, spi to motor pic communication error and experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl. Customer states no cracks or damage to the pump and was reported they had lost her transmitter. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No unexpected off no unexpected off no power or power loss alarm anomaly or spi to motor pic communication error alarm anomaly noted. Device had cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, minor scratched and cracked display window and stained end cap sticker.